Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports after a bile duct drainage placement using two single use biliary drainage stents (placed in two bile ducts), the patient complained of pain. Sequence of events as follows: at the time of placement, imaging was performed and both drains were confirmed to be in the desired location (behind the nipple). Later, the night of the procedure the patient reported pain. It was noted at that time that the drain placed on the left side of the liver had deviated from the descending duodenum and into the retro-peritoneum. An unstated emergency surgical procedure was required. It is not known which model was placed in which side of the liver. The patient's current condition is not known at this time. Additional information has been requested, at this time no additional information has been provided. Case with patient identifier (B)(6) reports pbd-v630p-0715j placed in the procedure case with patient identifier (B)(6) reports pbd-v630p-0713j placed in the procedure.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer. New information is reproted in a2, a3, b5.

Event description:
Update: patient age and gender provided. No other information could be provided.

Manufacturer narrative:
This report is being updated to report investigation findings. H4: based on 3 digit lot number provided, this device was manufactured september 2021. The suspect device was not returned to olympus for evaluation, it was discarded by the facility, therefore this investigation is based on information provided by the customer. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: ·do not reposition the stent (pbd-v621r-1005 to 1015, pbd-v622r-1005 to 1015) in patient bodies who have sustained the detachment of even one side flap of the placed stent. Depending on the individual, material deterioration of the placed stent over time can result in another detachment of side flap(s). Conclusion: the definitive cause of the reported event could not be determined. The device history record (DHR) with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon.